Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the patient experienced venous bleeding that the surgeon was unable to control with the endowrist vessel sealer instrument, requiring the surgeon to convert the planned surgical procedure to open surgical techniques to resolve the bleeding issue. Reportedly, the bleeding experienced by the patient was unrelated to a malfunction of the da vinci surgical system, instruments and/or accessories; but was due to the surgeon's application of tension on the patient's tissue during use of the endowrist vessel sealer instrument.

Event description:
It was reported that during a da vinci-assisted colectomy procedure, during use of the stapler 45 instrument, the surgeon experienced an exposed blade message. It was stated that a vessel sealer instrument was used to remove the stapler 45 instrument. On 07-31-2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator who initially reported this complaint. According to the robotics coordinator, the planned surgical procedure was a da vinci-assisted subtotal colectomy procedure. The robotics coordinator indicated that during transection of bowel tissue using the stapler 45 instrument with a white stapler reload installed, the error message indicating a blade exposure was generated. Prior to removing the jaws of the stapler 45 instrument from the patient's tissue, the surgeon used the endowrist vessel sealer instrument to seal off the remaining bowel tissue. The surgeon then opened the jaws of the stapler 45 instrument and removed the instrument from the patient. According to the robotics coordinator, the surgeon encountered venous bleeding around the patient's bowel. The surgeon used the endowrist vessel sealer instrument in an attempt to control the bleeding experienced by the patient; however, the bleeding persisted. The surgeon made the decision to covert the procedure to open surgical techniques. The robotics coordinator indicated that the patient had not undergone any prior chemotherapy or radiation treatments and the patient's tissue appeared to be normal. There was no patient harm, adverse outcome or injury to the patient due to the partial fire issue and there was no failure of the endowrist vessel sealer instrument that caused or contributed to the bleeding experienced by the patient. According to the robotics coordinator, the surgeon attributed the bleeding to tension that he placed on the patient's bowel during use of the endowrist vessel sealer instrument. The amount of blood lost by the patient is unknown and it is unknown if the patient required a blood transfusion. The planned surgical procedure was not recorded. No other information was provided.